Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that new rv lead exhibited high, out of range pacing lead impedance during a procedure. Another new rv lead was implanted without any complications. The patient was stable post procedure.